Manufacturer narrative:
Concomitant medical products: 8100, primary tubing. The customer¿s report of an overinfusion was confirmed in the pcu event log. The pcu event log shows that the pca module was programmed to infuse hydromorphone pca 0.2mg/ml (6mg in 30ml) at 11:09 pm on (B)(6) 2018. The user selected pca dose + continuous for the infusion mode and entered 0.4mg for the pca dose, 8 minutes for the lockout interval, 0.2mg/hr for the continuous dose, 6mg/4hr for the max limit and 0.4mg for the loading dose. At a concentration of 0.2mg/ml, the continuous dose delivered at 1ml/hr and each pca request delivered 2ml. The infusion ran at these parameters until 3:20 pm. During this period, the syringe was changed 4 times and there were 38 pca requests delivered, plus 1 pca request partially delivered ,and 7 requests not delivered due to the lockout interval and 3 requests not delivered due to the max limit. At 3:22 pm, the user changed the syringe and programmed an infusion of hydromorphone pca 1mg/ml *high conc* 30mg in 30ml. The initial parameters were not changed and now at this concentration, the continuous dose ran at 0.2ml/hr and each pca request delivered 0.4ml. The root cause of the customer¿s report of an overinfusion was identified as user programming.

Event description:
The customer reported that during an infusion of dilaudid pca the patient was given 42 mg (B)(6) 2018 1440 (approximately 15+ hours). The intended infusion was dilaudid 6 mg per 4 hours maximum (approximately 24mg in 16 hours), with a basal rate at 0.2 mg/hr, loading dose 0.4 mg, demand dose 0.4 mg, and lockout 8 minutes. There was no report of patient harm.